Manufacturer narrative:
Concomitant medical products: w2dr01 ipg implanted on the (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and chest discomfort. It was further reported that the right atrial (ra) lead exhibited over-sensing. It was also reported that the right ventricular (rv) lead exhibited chronically low r waves. The ra lead and rv lead remain in use. No further patient complications have been reported as a result of this event.